Event description:
Pt in her 60's with IV and ng intubation. At time of feeding, feeding was hooked up to the IV instead of ng tubing, symptoms of mild anaphylaxis were noted; this was successfully treated at ICU. No long-term consequences to pt. Upon evaluation it was determined that there was no difference in appearance between the ng and IV tubing.